Manufacturer narrative:
Correction: single use values provided. The software investigation found that a probable cause was unable to be determined without further information since the log files did not contain anything that specifically indicated that the tool was inaccurate, and the behavior could not be replicated at the site.

Manufacturer narrative:
On 08/12/2015 a medtronic representative, following-up at the site, reported the surgeon stated he could not tell if it was blood, or cerebrospinal fluid (csf), that was coming out of the frontal sinus. On 08/31/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Frnt balloon seeker 7x17mm is a disposable device and will not be returned for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) frontal procedure, the surgeon searched with a non-medtronic em balloon sinus dilation system for the frontal recess. The surgeon found what he thought was the frontal recess and advanced non-medtronic em balloon sinus dilation system, which advanced smoothly. Once the balloon was advanced, navigation showed the tip had gone past skull base. The surgeon took the balloon out, checked anatomical points and it showed accurate. Surgical area was packed and patient was being monitored by the surgeon. The navigation system behaved normally during the procedure. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.